Event description:
It was reported in a journal article that a patient underwent a left patello femoral joint replacement procedure and topical skin adhesive was used. The patient experienced an eczematous rash over both legs immediately postoperatively and was treated but there was no reported problem with wound healing at that time. (B)(6) later, itching and erythema developed primarily around the wound site and progressed to form vesicles and blisters. The patient was seen by her general practitioner and was treated with topical fluticasone propionate ointment and emollients, following which the rash gradually resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.